Event description:
On (B)(6) 2010, (B)(4) was notified of an event where the handpiece and part of the knuckle assembly of a fraxel repair system separated from the arm assembly during treatment, resulting in laser light hitting and burning the operator's shirt. (B)(4) contacted the physician's office on (B)(6) 2010 about returning the laser arm for inspection and replacement. Multiple attempts were made to contact the customer between (B)(6) 2010 and (B)(6) 2010. Laser arm was returned on (B)(6) 2010. Visual inspection revealed a broken knuckle assembly.

Manufacturer narrative:
Laser arm not returned to (B)(4) for inspection. No detailed analysis possible of root cause of event. This MDR report is filed because of the inadvertent exposure of laser beam energy to the operator that resulted from the broken knuckle assembly. Submission of this MDR report is beyond the normal timeframe for filing as it is being included by the MFR as part of its review of product problem records for the period of 2009-2010.